Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. She had hyperpiesia and angina pectoris as well. The pt's anatomical form was not suitable for the endovascular repair; there are all-round clots in proximal neck, calcification in the origin of left internal and external iliac arteries. (Diameter: about 3.5-4.9 mm) the procedure was conducted as labeled. Although the physician attempted to advance the delivery system of main body, he failed. He changed a wire guide from aes to tscmg and percutaneous transluminal angioplasty was also performed, then he tried again. However, the main body could not be pushed up. The physician abandoned the procedure and conducted abdominal surgery. The pt has not recovered.

Manufacturer narrative:
(B)(4) - conversion to open repair is labeled in the IFU. (B)(4) - difficult advancement is not specifically addressed in the IFU. Event eval: still under investigation.